Event description:
Information received indicating that the pump had battery problem. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in used condition. The investigator was unable to replicate the customer reported product problem (battery problem). Testing was performed with a new battery and the device continuously ran the program for an extended period of time with no battery issues. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pump software was reinstalled as a preventive measure.